Manufacturer narrative:
Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The noise was reproduced with provocative testing. The physician alleged insulation damage as the cause, although it was not confirmed. The physician elected to monitor the patient. The patient was in stable condition.